Event description:
The customer called requesting assistance with programming her replacement. While going thru with the settings, the customer started to sound confused and her glucose dropped to 41mg/dl. Instructed the customer to take a couple sips of orange juice, but she still was confused and the paramedics were called. While they assisted her, the customer's sister wanted to set up the insulin pump. The sister stated that the customer always experienced high and lows and they just came back from the doctor earlier. The sister stated that the customer was treated with glucose and some food to eat. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.